Manufacturer narrative:
Date sent to the FDA: 12/23/2020. A manufacturing record evaluation was performed for the finished device lot, and no non conformances / manufacturing irregularities were identified. Additional h-3 summary: it was received for evaluation an opened sample of product code 8424t, lot am8092. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification and remnant suture was noted, the suture end is severely cut (damaged), resulting in a clip off defect. No further functional test could be performed due to the condition of the returned device. The clip off defect has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received. What was the initial procedure? When did the issue occurred? Pre-op or intra-op? What is the event day and procedure date?

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. It was reported that the suture got detached from the needle. It is not known when the event occurred. There were no adverse patient consequences reported. Additional information has been requested.